Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a sigmoidectomy, the device closed and would no longer open. The site declined to provide more information. There was no pt injury.